Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported, a 23 mm sapien 3 ultra resilia transcatheter heart valve was implanted in the aortic position via a transfemoral approach. During deployment, the commander delivery system balloon ruptured due to contact with a sharp calcific nodule at the sinotubular junction (stj). Despite this, the valve was successfully deployed in a stable position with mild paravalvular leak (pvl). A second delivery system was prepared, and the valve was post-dilated using the same balloon volume. This resolved the pvl, and the valve position remained stable. The patient was transferred to recovery in stable condition.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Per evaluation of the returned device, the balloon was longitudinally and radially burst. In this case balloon burst was confirmed based on evaluation of the returned device. Available information suggests patient factors (calcification) likely contributed to the event as information provided indicates that the stj was calcified with ''sharp calcific nodule''. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.